Event description:
Customer alleged blood glucose result "in the 500's" mg/dl on the inform system compared to a laboratory value of 150 mg/dl within 10 minutes. No adverse event was reported. No treatment was reported. A request was made for return of the system and replacement was sent.